Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2010-04891 for the other associated device information. Patient on 'duodopa' since (B)(6) 2007 has used several different brands of peg/j-tubes with treatment interruption. A titanous port was placed and rejected after approximately one month. The patient had repeated infections in the stoma site with all systems. It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage of parkinson's disease. The procedure date is unknown. According to the complainant, the patient presented with an infection, in the stoma site, without any fever along with intermittent motoric fluctuation. A cultivation was taken. The exact date of the event is unknown however; it is estimated to be around (B)(6), 2010. Antibiotic treatment was prescribed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2010: physician states that the infections problems were outside the stoma site on the skin and may be due to extra sensitive skin and hypersensitivity. The results of the cultivation that was taken in (B)(6) showed (B)(6) (a lot) antibiotic treatment with tablet of kåvepenin. On (B)(6) 2010 cultivation was taken again however the results are unknown; antibiotic treatment was prescribed, (exactly what was prescribed is unknown). This device is still implanted. The physician is treating the infection.

Manufacturer narrative:
The complainant was unable to provide the suspect catalog model number, device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2010-04891 for the other associated device information. Patient on duodopa since (B)(6) 2007 has used several different brands of peg/j-tubes with treatment interruption. A titanous port was placed and rejected after approximately one month. The patient had repeated infections in the stoma site with all systems. It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage of parkinson's disease. The procedure date is unknown. According to the complainant, the patient presented with an infection, in the stoma site, without any fever along with intermittent motoric fluctuation. A cultivation was taken. The exact date of the event is unknown however; it is estimated to be (B)(6) 2010. Antibiotic treatment was prescribed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.